Event description:
It was reported that the pt was implanted a metasul taper liner, ll/40 on (B)(6) 2012. The pt was revised on (B)(6) 2013 due to dislocation.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).